Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) about a month ago started noticing a cold feeling in the area where their stimulator is located that lasts a few seconds, less than a minute goes away and comes back 3-4 times and then stops and happens again later on. Pt said this happens maybe 3-4 times each day. Pt was calling medtronic to ask if they could meet with a medtronic rep, stating they don't use their external equipment on their own. Offered to assist but pt declined. Pt said they normally see their doctor every 6 months the last time they saw their doctor was (B)(6)2023 and this issue of coldness started after that. Pt said they have not had any falls and traumas but have had the first procedure leading up to a nerve block done with ablation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2023-oct-12 additional in formation was received from a healthcare professional (hcp). The hcp reported that the office is unaware of the patient "stated nerve block". On 2023-nov-03 additional information was received from the healthcare professional (hcp). The reported that the cause of cold feeling at the ins site was unknown, it was unknown if it was related to the device and/or therapy. It was further noted that it was unknown if it was resoled and the patient was going to reach out to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.